Manufacturer narrative:
(B)(4). Upon evaluation, it was determined that the leak occurred in the port of the fk intralipid set and not the baxter set. The sample will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer reported to baxter (B)(4) an interlink system nutri-flo y-type solution set in which a leak occurred. According to the report, an infant in the nicu (maternal child department) was receiving tpn and lipids through this solution set via a central catheter. Lipids were noted to be leaking just below drip chamber where tubing connects. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. The sample is not available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an interlink system nutri-flo y-type solution set in which a leak occurred. According to the report, an infant in the nicu (maternal child department) was receiving tpn and lipids through this solution set via a central catheter. Lipids were noted to be leaking just below drip chamber where tubing connects. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.